Manufacturer narrative:
The technician replaced the side rail weldment mount, side rail arm, side rail latch and pin to repair the bed.

Event description:
Info received indicates the left head side rail will not latch.